Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed a skin irritation under her breast and all over her back. The area was described as red, raised and itchy. The patient's doctor recommended benadryl. During a follow up, the patient reported that the rash had improved and was almost completely healed.